Event description:
The following information was reported: the balloon popped on 3 devices at the 1st stop (sheath). Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Additional information: during prep, the black marker on the inflation indicator was fully exposed. Resistance was not encountered while inserting the device. Resistance was encountered while pulling back. Procedure type: intervention, peripheral vessel size: 6 mm, stick location: low, sheath size: 6f.

Manufacturer narrative:
It was reported that the balloon lost pressure at the 1st stop (tip of the procedural sheath) on 3 different devices, in the same patient. However, the devices and procedural sheath were not returned for investigation; therefore, a physical investigation could not be performed to determine whether there was damage to the distal end of the procedural sheath which could have punctured the balloon. It should be noted that the probability of three devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided. See medwatch report # 3004939290-2015-00008 and 3004939290-2015-00010 for the other 2 devices.